Manufacturer narrative:
Seven lot numbers were provided for the seven malfunctions and a lot history reviews were performed. No devices for the malfunctions have been returned to the manufacturer for evaluation; however medical records have been received for seven of the malfunctions, including three medical records with images. Seven malfunctions were confirmed for 4001 - patient-device interaction problem. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (Lot number: gfxb0145, gfwi3139, gfyd3306, gfvi0478).

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model md800j vena cava filter allegedly experienced a patient-device interaction problem. This information was received from various sources. The seven malfunctions involved seven patients with no patient consequences. Four patients were female and three patients were male. The patients ranged from 37 to 70 years old. One female patient weighed (B)(6) kgs, but the weight of the other patients were not provided.